Event description:
It was reported that tamponade occurred. A 30mm watchman laa closure device and delivery system was selected for a left atrial appendage closure procedure. The closure device was successfully implanted. The closure device appeared to be well seated and stable. There was no pericardial effusion noted at baseline or post procedure. One to two hours post device implantation, tamponade was discovered and pericardiocentesis was performed shortly after. The patient is in stable condition.